Manufacturer narrative:
Additional information was provided in d.9., h.6, h.9 and h.11. The product was returned for analysis, and damage was observed to the intra ocular lens (iol). No cartridge was returned. Iol returned pressed down on two posts of the lens case base. Solution is dried on the iol. There are fibers on the optic. The optic is scratched/marked-rejectable. The optic edge is chipped. There are marks on the haptics. The iol met specifications when dimensionally measured for edge thickness and plan view. The product investigation could not identify the root cause for the reported complaint iol trapped in plunger & fracture inside injector as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. We are unable to verify if the iol contributed to the event. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, iol was inserted into the injector. Upon implantation, the physician noticed that the iol was trapped in the plunger, causing it to fracture inside the injector. Therefore, the specialist decided not to continue and postponed the implantation for a second surgical procedure with a new iol unit. Additional information has been requested.